Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. The event was assessed as due to programming. The final programming date and recent interrogation prior to the event occurred on (B)(6) 2017. The clinical diagnosis was exacerbation of the back and leg pain, and it was noted this was an existing problem (not a new problem).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). A clinical diagnosis of exacerbation of back and left leg pain was reported. (A device diagnosis was not applicable.) The patient was seen (B)(6) 2017 in the clinic and reported exacerbation of the back and left leg pain. The patient had to phone an ambulance and was admitted to a local hospital. The event resulted in in-patient hospitalization. An examination was performed and the healthcare professional arranged a scan. Imaging was performed on (B)(6) 2017 and revealed no abnormalities. On (B)(6) 2017, the patient was reviewed in the clinic and complained of repeated falls and several admissions to the emergency room. The patient used the device 24 hours a day and reprogramming was performed. The patient was seen in the clinic on (B)(6) 2017 and the patient seemed to have improved. The event resolved without sequelae. The event was unlikely related to the device or therapy and was not related to the implant procedure. The other etiology was specified as pain.